Event description:
A pt reported blood glucose results of 119 mg/dl, 180 mg/dl, 121 mg/dl, 176 mg/dl, 217 mg/dl, 232 mg/dl, 131 mg/dl and 130 mg/dl with a lifescan meter, performed within 10 minutes of each other.